Event description:
It was reported to philips that a patient with an acute myocardial infarction was admitted to the emergency department and when it was attempted to start-up the device, the system would not successfully boot. The patient¿s treatment was delayed, as the patient had to be sent to a nearby hospital. Information regarding the patient¿s current condition is unavailable at this time. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per the additional information acquired, the procedure was completed successfully at a different hospital. The patient was reported to be in good condition. The start-up issue was first reported in a previous complaint (tw (B)(4)). At that time, a philips field service engineer (fse) replaced the system¿s suite pc. Upon reoccurrence, as part of troubleshooting, the fse replaced the power distribution unit (pdu) and conducted a second replacement of the suite pc. Supplier analysis of both suite pcs identified issues with the complementary metal-oxide-semiconductor (cmos). The replacement of the second suite pc temporarily resolved the issue. The issue reoccurred a third time and further investigation, including analysis of test log files, revealed that the pdu sometimes failed to detect the system¿s pcs during startup, resulting in intermittent start-up issues. The fse replaced the managed gigabit ethernet switch* which resolved the issues. The system was returned to use in good working order. To date, no further occurrences of this issue have been reported. The managed gigabit ethernet switch is a component that ensures high-speed network communication and reliable data transfer within the system. It facilitates communication between the suite pc, the pdu, and other networked devices. A malfunctioning switch can disrupt these communications, leading to system errors such as intermittent boot-up issues. The codes were updated based on the investigation outcome.